Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012 - correction to additional manufacturer's narrative statement: the pump was exercised for 24 hours with no delivery issues.

Event description:
On (B)(6) 2012, the patient's father contacted animas concerned about elevated blood glucose (bg) levels the patient had been getting on (B)(6) 2012. The reporter stated the patient's bg had gone up to 409 mg/dl the evening prior. The reporter denied that the patient developed any signs/symptoms suggestive of hyperglycemia with the elevated bg reading(s). When they reviewed bolus history on the pump it was showing 0.00 of 0.00 completed on (B)(6) 2012. The patient's father claimed the patient programmed in the boluses as he and his wife watched him do it properly. The patient's reported bg reading does not meet animas criteria of a serious injury. However, this complaint is being reported because the alleged pump issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 12/24/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 2 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint.